Manufacturer narrative:
(B)(4). Insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime, compromised forced sensor system test and excessive no delivery test or verify no excessive no delivery, occlusion alarm due to motor error alarms.

Event description:
The customer reported via phone call that the insulin pump had no power after battery inserted, after battery change, had to reprogram in date and time in history. The customer¿s blood glucose level was unknown. Customer also reported that the insulin pump had unexplained no delivery alerts and cracked 1 inch long near reservoir chamber and around battery cap in history. The insulin pump will not be returned for analysis.